Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded code 1003, indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Engineering analysis confirmed the code 1003 was triggered and showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. At this time, this device remains in service. No adverse patient effects were reported.